Event description:
It was reported that the patient had pain at the lead insertion site. The action required as a result of the event was explant on (B)(6) 2015 and a culture would be done. There was no issue with the lead and the lead would not be returned as the customer refused. No diagnostic testing or troubleshooting was performed as it was not required. It was noted that the patient had a history of asthma. The patient status at the time of the report was alive with injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0njxz, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).